Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 02. March 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a screwdriver is broken during surgery. It broke into the screw and they couldn¿t take out this piece from the screw. Fragments were generated. Procedure successfully completed. No delay to surgery time. No patient harm. This complaint involves one part. Concomitant parts reported: 1x unk screw, part unk, lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The investigation of the complained screwdriver shows that the tip is badly twisted in the direction of screw removal and furthermore approx. 2mm at the forefront is broken off. The broken off portion is missing. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 9835610 was manufactured in march 2016 and all parts were according to our specifications. The used material was stainless steel custom as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Therefore a manufacturing issue can be excluded. Mechanical overloading during screw removal is most probably the root cause for the breakage and deformation. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.